Event description:
Related manufacturer reference number: 2017865-2024-65947. It was reported that post-implant check, loss of capture was noted on the right atrial (ra) and right ventricular (rv) leads. Dislodgement was observed on both leads. The cause of dislodgement was unknown but patient arm movement was suspected. The leads were explanted and replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of lead dislodgement and loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections did not find any anomalies.